Event description:
It was reported that this right atrial (ra) lead exhibited out of range impedances of less than 200 ohms. Additionally, atrial undersensing was observed. It was noted that the device is programmed to ventricular pacing (vvi) at 40 bpm; however, atrial sensing remains programmed on. Technical services were consulted and recommended further review of the atrial lead and programmed parameters to ensure appropriate tachy arrhythmia detection and discrimination. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).